Event description:
It was reported that the patient with this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient had a lead vegetation. The patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported. This lv lead was explanted.